Event description:
It was reported that an unspecified number of as lvp 20d dehp 2ss cv had tubing separated. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20093066 & bd (10)20086831 exp 8/2023 is also mentioned but not populating in grid. (Row 2) it was reported that tubing separated below safety clamp that inserts into the pump. Verbatim: this is the issue on our end: we have another defective main IV tubing this morning. Rn pulled a bd alaris pump infusion set (main IV tubing) and primed the line, she had pushed the tubing into the safety clamp and as she was shutting the door of the pump, the tube separated at the bottom of the safety clamp and normal saline spilled all over the floor. (Again, good thing this wasn¿t a chemotherapy agent).

Manufacturer narrative:
H6: investigation summary customer reported a separation below the safety clip and returned photos of the affected sample. The physical sample was unable to be returned and without a failure investigation the root cause cannot be determined. The pictures clearly show a separation below the pumping segment and the complaint is verified. A trend for the separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the disposable tubing device and prevent future occurrences of this type. As part of the action plan, changes to the bushing cleaning process are being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. A device history record review for model 2420-0500 lot number 20093066 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. CAPA 1432807 has been initiated. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20093066. Medical device expiration date: na. Device manufacture date: 2020-08-28. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported a separation below the safety clip and returned photos of the affected sample. The pictures clearly show a separation below the pumping segment and the complaint is verified. A trend for the separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the disposable tubing device and prevent future occurrences of this type. A device history record review for model 2420-0500 lot number 20093066 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the physical sample was unable to be returned and without a failure investigation the root cause cannot be determined. Rationale: as part of the action plan, changes to the bushing cleaning process are being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that an unspecified number of as lvp 20d dehp 2ss cv had tubing separated. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20093066 & bd (10)20086831 exp 8/2023 is also mentioned but not populating in grid. (Row 2) it was reported that tubing separated below safety clamp that inserts into the pump. Verbatim: this is the issue on our end: we have another defective main IV tubing this morning. Rn pulled a bd alaris pump infusion set (main IV tubing) and primed the line, she had pushed the tubing into the safety clamp and as she was shutting the door of the pump, the tube separated at the bottom of the safety clamp and normal saline spilled all over the floor. (Again, good thing this wasn¿t a chemotherapy agent).